Manufacturer narrative:
Block h6: device code a0501 captures the reported event of carrier detachment. Block h10: visual inspection of the returned device found that the core wire and carrier were completely detached and missing, consequently, confirming the reported complaint. The core wire was also found kinked and it was separated from the tube needle driver, and the crimp weld was not performed. The cage, catcher and handle were found in good conditions. However, the functional inspection was not possible because of the condition of the returned device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the provided and collected information, the most probable root cause for this complaint is manufacturing deficiency because the nitinol wire got detached from the tube needle driver and the crimp weld could not be performed. An investigation has been initiated to address the reported failure. Additionally, during the product analysis, it was observed that the core wire was found kinked and it could be generated by the user due to the manipulation/handling/interaction once it got off from the device. This failure was documented as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6), 2021. During the procedure, the "mechanism" was defective and the "metallic portion" broke in the patient's right sacrospinous ligament during deployment. Reportedly, the detached piece was completely removed under palpation. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. During the procedure, the "mechanism" was defective and the "metallic portion" broke in the patient's right sacrospinous ligament during deployment. Reportedly, the detached piece was completely removed under palpation.